Event description:
Customer's mother reported that on the night of (B)(6) 2021, her daughter received unspecified readings from the adc freestye libre 2 reader that were lower compared to feel and that indicated hypoglycemia. Customer experienced symptoms described as "vomiting and fatigue" and was taken to a hospital where a ketone reading of 6 mmol/l was obtained and glucose readings 350 mg/dl and 400 mg/dl were obtained on the healthcare meter compared to a reading of 20 mg/dl from the reader. Customer was diagnosed with diabetic ketoacidosis and received infusion for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the meter as well the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint for precision strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint for libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that on the night of (B)(6) 2021, her daughter received unspecified readings from the adc freestye libre 2 reader that were lower compared to feel and that indicated hypoglycemia. Customer experienced symptoms described as "vomiting and fatigue" and was taken to a hospital where a ketone reading of 6 mmol/l was obtained and glucose readings 350 mg/dl and 400 mg/dl were obtained on the healthcare meter compared to a reading of 20 mg/dl from the reader. Customer was diagnosed with diabetic ketoacidosis and received infusion for treatment. There was no report of death or permanent injury associated with this event.